Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. Although a definitive root cause could not be identified, the investigation determined that a power-on malfunction occurred due to a defective power board. Component failure is considered the most probable cause of the malfunction. If additional relevant information becomes available, an additional supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor had a dark screen and a power on malfunction during setup. There were no reports of patient involvement.